Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and high out of range shock impedance measurements. A revision procedure was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.